Event description:
This patient had a right shoulder arthroscopy with rotator cuff repair. Postoperatively, after the surgical drapes were removed, the surgeon noted that the patient had an area of epidermolysis/defect (burn-like)below the incision (approximately 6x3cm). The surgeon thought that perhaps his skin may have been sensitized by a recent sunburn in that area and/or possibly the prescription drug that he was taking orally. The defect was very similar to another patient in a previous report, which is what prompted the surgeon to report this event. The surgeon feels that this defect may have also been caused by the mitek vapr heating the arthroscopy fluid to a very high degree and when it poured out of the port holes-caused the skin defect. This patient's skin defect has healed.

Event description:
This patient had a right shoulder arthroscopy with rotator cuff repair. Postoperatively, after the surgical drapes were removed, the surgeon noted that the patient had an area of epidermolysis/defect (burn-like) below the incision (approximately 6x3cm). The surgeon thought that perhaps his skin may have been sensitized by a recent sunburn in that area and/or possibly the prescription drug that he was taking orally. The defect was very similar to another patient in a previous report, which is what prompted the surgeon to report this event. The surgeon feels that this defect may have also been caused by the mitek vapr heating the arthroscopy fluid to a very high degree and when it poured out of the port holes-caused the skin defect. This patient's skin defect has healed.